Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. No ge healthcare service representative has visited the site and no service has been provided. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported a malfunction allowing only volume control mode of mechanical ventilation. There was no report of patient injury.